Event description:
The customer called for help with a one touch meter thinking it was an elite meter. He corrected himself and mentioned that his elite meter had not been working for the last three years. He stated the meter had not been reading correctly. This led to him having seizures and being hospitalized. He alleged the meter read low when his glucose was actually high. The customer did not provide any more info about the incident. Troubleshooting of the elite meter was not possible, as the customer could not locate his meter. He stated that if he found the meter, he would return it for evaluation. A new contour meter kit was sent to the customer.

Manufacturer narrative:
Since the customer could not locate his meter, the serial number was not known and it was impossible to determine a MFR date.